Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. Info related to the recalled composix kugel mesh included in the event description will be reported in accordance with rae (B) (4).

Event description:
Attorney reported: pt sustained injury and damages associated with pt's use of defective products, the bard composix kugel mesh and bard composix e/x mesh. Specifically, as a result of having the bard composix kugel mesh patch and bard composix e/x mesh patch implanted in pt, pt suffered disabling pain and required surgical intervention.